Event description:
Procedure type: low anterior resection. Pt gender: unk. According to the reporter: the stapler produced poor formation and cut the tissue completely. The anastomosis was completed manually and the operating time was extended at least half an hour. No pt injury was reported.